Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that 6 months post-op the rods were found to be fractured. Three weeks later the patient underwent a revision to remove the rods. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Visual review confirms rod breakage. Optical inspection of the adjacent surface did not identify material surface defect that could contribute to crack initiation and propagation. Some fracture surface damage and smearing is noted. Microscopic examination of the fracture surface identified a multimodal fracture, with initial region with some evidence of progressive convex striations approximately ~30-40% respectively of the way through the cross-sectional area, followed by another region of increased material disruption, and some evidence of a shear lip, which consistent with overload, appears to have resulted in ultimate failure of the implant. Dimensional inspection confirms rod diameter both above and below the fracture within print specification. Chemical and mechanical properties verified by material supplier and independent 3rd party inspection. After visual, optical and dimensional inspection, in addition to the verification of conformance to relevant material properties, of no evidence was found that would suggest a defect in manufacturing or processing of the associated implant; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.